Event description:
It was reported that: "fluid and swelling caused pain. Most painful when sitting. Pulled the recalled rejuvenate stem and noticed fretting on the neck - stem junction. Tissues were black and showed signs of metallosis. Stem was well fixed, fluid was drained and the stem was pulled and replaced with restoration modular."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01047.